Manufacturer narrative:
Investigation results: our quality engineer visually inspected the returned unit and confirmed that the tip of the drip chamber had broken. The engineer concludes that the damage likely occurred as the result of an application error. A picture was sent showing the defect stated by the customer. According to issue stated by customer ¿the point of the piercing spike of the infusion set breaks off when it is inserted into the infusion¿ no sample was received. Sample was received of catalog 396373 IV-set v 180 pvc rls l-l lot number 7096548. According to issue stated by customer ¿the point of the piercing spike of the infusion set breaks off when it is inserted into the infusion¿. Sample shows the tip of the drip chamber broken as customer stated. Review of DHR was performed and issues similar to the one stated by the customer was not found. A trial was performed using an unused product and inserting the spike into the bottle for 5 times (for 4 times, the spike was removed from the infusion bottle without bending the spike & for the 5 time, the spike was removed inclined at a 45 ° angle). The 5 time, the defect was reproduced. Application error: the spike is broken during insertion/removal from the bottle and looks like an application defect (during the removal or insertion from/into the bottle, the spike position is at a certain angle the spike tip will break) according to the statement of complaint and sample received we cannot assign it as a manufacturing defect, this issue could be generated due to user error/defect at the moment of insert the spike into the infusion. Unconfirmed: this defect could be generated by the supplier of the spike or the end user insertion method. We could not determine the root cause and cannot confirm the issue reported. A complaint history check was performed and this is the 1st related complaint reported for the defect/condition stated by customer. There was no report of serious injury or medical/surgical intervention that occurred as a result of this incident. No corrective action is required at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the piercing spike on a bd¿ r 87 v infusion set broke off during insertion. There was no report of injury or medical intervention.